Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that there was something wrong with the communicator because it was not taking a charge anymore. The patient stated that they had been nursing it along for a long time and it finally stopped taking a charge. The patient stated that they would need to manipulate the cord to get it to charge and they had tried multiple outlets and another micro usb cord, but that did not resolve the issue. A replacement communicator was requested from the repair department because the communicator was not taking a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), 16-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: tm90t0, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the replacement communicator was not in the box. The only thing that they got was the charger and cord and now their communicator would not even charge up. The patient confirmed that they did not receive a communicator in the box. A replacement communicator was requested from the repair department.